Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Optical sensor issue: the pump was returned for investigation, however, it was cut at the catheter, so standard testing of the optical sensor could not be completed. The only abnormality noted on the pump was a kink in the catheter distal to the red plug, however, it was determined to be unrelated to the reported failure based on the fact that data logs show the optical signal/5s parameters returning to normal values during the case. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Device in wrong position: returned product was investigated and there were no abnormalities noted on the repositioning unit. Since insufficient clinical details were provided to determine how the pump came out of position, the cause of the device in wrong position could not be determined. Thrombosis: returned product had evidence of biomaterial in the outflow cage and purge gap. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: optical sensor issue: clinical details report a psnr alarm the first day of support. Prior to the alarm, the purge bag had recently been changed and a "position in aorta" alarm had triggered, however, the pump position had to be corrected. Data logs were reviewed and the psnr alarm was confirmed. During this time contrast oscillated between +/-3200, snr, gain and light all dropped, and lamp increased. The alarm resolved after 16 hours. This pattern is indicative of a console issue. The pump was not returned for investigation. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to (B)(4) for an investigation into the console. Device in wrong position: clinical details report that "position in aorta" alarms were triggering. To troubleshoot, the mid-inlet was advanced at bedside from 2 cm from the av to 4 cm. No further details were provided. Data logs were reviewed and the alarms were confirmed. There were many intermittent triggers of "position in aorta" the evening of (B)(6). During this time mc modulation would drop significantly when the alarm was active. The pump was dropped to p-2 and mc modulation improved. This suggests that the pump was being repositioned at the time. Product was not returned for investigation. Since insufficient clinical details were provided to determine how the pump came out of position, the cause of the device in wrong position could not be determined. Thrombosis: clinical details report that thrombus was noted in the lv on (B)(6) 2025. In order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the thrombosis was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella cp support. While on support the impella console displayed placement signal not reliable alarm. Previous to alarm, impella in aorta alarm appeared, device was repositioned at bedside by advancing ~4 cm. Just prior to alarm, purge bag switched from 5% dextrose in water to 5% dextrose in water with sodium bicarbonate. Device still functioned after alarm, care team continued to monitor pump overnight and weaned device from p-6 to p-2. Later it was reported that there was a thrombus noted in left ventricle. The impella cp was removed and patient was noted as stable with a survival outcome.